Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during coiling treatment of right internal iliac artery aneurysm of about 35mm in diameter, access from left femoral retrograde. It was reported the physician did not ever tried to detach the coil with instant detacher and directly try to detach with manual method. It was also reported that coil was not radiopaque during advancement through micro catheter and advancement into aneurysm. The physician withdrew the coil successfully and patient was treated with other coils and finished the procedure. No patient complications were reported.

Manufacturer narrative:
Device available for evaluation. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information the device was returned for evaluation and report of ¿non-detachment¿ was not confirmed as the coil was not returned, only a portion of the pushwire was received. Based on the reported information we are unable to definitively determine the cause of the non-detachment; however, user context may have contributed and user did not follow the instruction for use. Based on the information received the physician did not try to detach the coil with instant detacher. The physician directly tried to detached with manual method. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher)¿.also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.